Event description:
Customer reports receiving erratic readings on his blood glucose monitoring system. The readings of 318 mg/dl, 89 mg/dl and 356 mg/dl done within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone which shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for investigation.